Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: 4.0.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device for longer than 48 hours. Patient reported having to receive medical attention and was diagnosed with an infection. The patient stated that this wasn¿t the first time but the second time she had to go to the hospital due to an infection caused by the pod. Reference report # 3014585508-2026-06143-00 where the previous infection event that was associated with hospitalization was reported. The patient was treated with surgery during the most recent episode, but declined to provide any further details regarding the event.